Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was investigated. As received, the belt failed the ECG fall-off test. Upon evaluation, the white (drvn gnd) wire was open inside the trunk cable. The cause of the non-functional electrodes and test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.